Event description:
It was reported that the patient presented to the emergency room after hearing the patient alert trigger. The patient sustained an inappropriate shock due to ventricular lead noise. The lead was suspected to be fractured. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.